Event description:
Customer reported the rotational motor is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motor shear pin. System operates as intended.